Event description:
Per the clinic, the patient developed a skin flap infection. Antibiotics were prescribed (type not reported) which did not alleviate the problem. The device was explanted (B)(6), 2011. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)